Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0ewzj, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller (MRI tech) reported per patient has a broken wire. Unknown when issues occurred. No symptom reported. No further patient complications are anticipated or expected as a result of this event.